Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as "cloudy peritonitis". The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic. At the time of this report, the patient has recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.